Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the first of two reports concerning the same patient surgery. It was reported the 520mm nitinol guidewire, double blunt and threaded tips broke during surgery. The report concerns lot number 520mm nitinol guidewire, double blunt and threaded lot number: m012996d. It was reported: "tips broke during surgery". Additional information was received on (B)(6) 2014. During a l5-s1 posterior spinal fusion (psf) surgery the kwires were placed in the vertebral bodies and then the surgeon "tapped" for screws. When the surgeon attempted to pull the kwire, they realized that the k wire had broken. There was no alleged injury or adverse consequence to the patient; this was discovered immediately upon breakage. No part of the guide wire was left inside the patient or surgical site. The tip was removed with a grasper and via a "jam shidi" needle. A confirmation x-ray was performed.